Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-device dependent patient presented in clinic. Upon interrogation it was noted that the implantable cardioverter defibrillator failed to interrogate. The device had 9 months until elective replacement indicator in (B)(6). It was suspected that the device had reached end of life. The device was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
The reported event of unable to communicate was confirmed and determined to be due to a low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.